Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Will need to reflash the software on the unit also if flashing unit fails you have a bad logic board will need to be replace customer inform me that is a new unit, would like to send in under company first year warranty. Transfer customer to (B)(6) to further assist customer in setup unit for repair services.